Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. There was a finding of one defect in process samples that may have caused or contributed to the reported complaint. However, these defects did not exceed the allowable number of failures per our procedure. Documents reviewed demonstrate that procedures were correctly followed. A lot assessment found 1 similar or related complaints for the reported lot. We will continue to closely monitor the field performance of this product to identify emerging trends. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon came apart in two pieces upon removal. She is unsure if she was able to remove all the pieces. Consumer is unsure if she will seek medical attention. There have been two additional follow ups so far, but we have been unable to get a hold of the consumer. A third follow up has been tasked. No additional information is available at this time.